Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that the right ventricular (rv) lead exhibited rising thresholds since implant. It was also reported that the rv lead thresholds were high and are now within expected range. The rv lead remains in use. No further patient complications have been reported as a result of this event.